Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During withdrawal, the balloon would not deflate after multiple attempts. The technician had to cut the catheter and remove it from the distal end of the scope. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event.